Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt's precision system was explanted due to an open infection at the pocket site. The infection was located at the midline incision site. The pt's symptoms included redness and swelling. The infection was not related to the device or procedure but was caused by the pt's non-compliance. The pt was given IV antibiotics during the explant and prescribed oral antibiotics after the explant. The pt was reportedly doing well following the procedure.